Manufacturer narrative:
Additional information: d10, h3 and h6. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. An x-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find reveal indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, increased capture threshold resulting in loss of capture and failure to sense was observed on the right ventricular (rv) lead. A dislodgement of the rv lead was confirmed with x-ray. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.